Event description:
A physician reported a pt who was implanted on 24 september 1997 into the upper and lower vermilion borders, and the areas healed without incident. On about 10 october 1997, the pt noticed a slight amount of clear fluid oozing out of the midline incision in the cupid's bow, which seemed to occur when drinking from a drinking straw. The pt also reported at this time that the skin around the upper and lower vermillion borders felt chapped and slightly irritated. A few days later, (exact date of onset unk), the pt began to notice some slight tenderness with pressure at both the med and oral commissure ends of the implants. On 21 oct 1997, the physician cultured the clear fluid, and prescribed oral keflex twice a day. At this time, the pt reported that some pain in the corners of her mouth when drinking from a glass or inserting her dental bridge. The physician noted that there had been some blood tinge in the clear fluid, as well. On 24 oct 1997, the physician reported that the fluid drainage had now become purulent: ampcillin was prescribed. On 28 oct 1997, the physician removed the upper left vermilion border implant without difficulty, and prescribed keflex. On 30 oct 1997, the pt was doing very well and the physician planned to discontiue the keflex on 31 oct, 1997, with no further med intervention planned. Over the weekend of 31 oct 1997, the pt began to have symptoms of tenderness along the upper right vermillion border implant with oozing of a purulent fluid from the midline incision. On 3 nov, 1997, the physician removed the upper right vermillion border implant without difficulty, and continued the pt on keflex. The physician stated that the remaining lower vermillion border implants have not caused the pt any discomfort, nor do they appear to have any infection present. No further med intervention was planned or prescribed. The implant removed on 28 oct 1997 was not available for analysis. The implant removed on 3 nov 1997 was available for analysis but had not yet been returned as of 5 nov 1997.